Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip was bent, causing side to side misalignment of the instrument grips. There was an offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the instrument tip. Engineering concluded the damage was likely due to mishandling. An electrical continuity test passed. Additional observation found the pitch cable frayed at the distal clevis hub. No damage was found at the clevis. Frayed segment was approximately 0.05 in length. No other cable damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; a frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si total benign hysterectomy procedure the tips were out of alignment and did not meet on a fenestrated bipolar forceps instrument. The instrument was replaced with new forceps. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.